Event description:
During a scheduled revision of the portacath by a surgeon, the catheter broke. The surgeon was able to remove the port and approximately 10 cm of the catheter. The surgeon felt the catheter was embedded in scar tissue. The rest of the catheter was not retrievable at the current facility. The patient had to be transported to another facility for removal under fluoroscopy. The remaining catheter was successfully then removed.